Manufacturer narrative:
The complaint product was returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt. The product engineering report is as follows: one not sterile outback was received coiled inside a plastic bag. There were blood residues observed in the catheter. The cannula was received fully retracted. The body shaft was separated at 2.5 cm from distal tip end. The body shaft and distal tip were received joined by the coil. The separation showed elongation. The device is not functionally usable. The gw used was returned. The cannula could not be measured due to separation of body shaft. No other anomalies were observed in the returned device. Insertion withdrawal test required could not be performed since the body and tip were separated and the device was not functionally usable. Sem analysis was performed to identify the cause of body separation. The body external surface presented evidence of elongation and scratching at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures cto catheter system resistance/friction-outer body and cto catheter system tracking reported by the customer could not be confirmed since functional analysis could not be performed due to device was received not functionally usable. The failure catheter tip/distal tip (outback only) fractured-in patient by the customer was confirmed; however the body external surface presented evidence of elongation and scratching at the surroundings of the separation. Neither the product analysis or sem analysis suggest that the difficulties experienced by the customer could be related to the manufacturing process, controls are in place to prevent defective outer shaft damages from leaving the facility, no corrective action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: during use of an outback cto catheter, during withdrawal of the device over the iliac bifurcation to be removed, there was resistance noted. It was reported that the distal tip fractured and remained connected from the braiding and did not separate. Upon return of the device for evaluation, it was verified that distal area of catheter shaf had fractured. The distal tip(nosecone) was attached to the shaft). The reporter indicated that the device and wire were removed from the sheath together. There was no patient injury reported. The procedure was successfully completed using another outback device through ipsilateral access and the lesion was treated successfully with stenting. The target lesion was the superficial femoral artery (sfa). The patient¿s ischemic disease burden was a category 6, according to rutherford classification. The access site was calcified. The bifurcation was calcified and there was steep angle with iliac stenosis. A 6frx45cm terumo destination sheath was placed in left femoral artery using contralateral approach was inserted up and over into right iliac artery. There was difficulty placing the contralateral sheath into position secondary to the access site/bifurcation characteristics. An abbott prowater 300cm 0.014 wire was inserted down to the distal right superficial femoral artery (sfa). The outback cto catheter was inserted into the sheath and went up and around the iliac bifurcation with push. There was no difficulty advancing the outback over the guidewire. There was difficulty advancing the outback over the iliac bifurcation. It was positioned in the distal sfa but better wire position was needed to deploy needle so outback was removed. As outback came back over iliac bifurcation through the sheath, there was resistance noted and the distal tip fractured. The distal tip remained connected from the braiding. The outback was prepped according to IFU instructions. During prep, the cannula/needle actuated smoothly. The reporter indicated that abnormal force was required during the procedure. The abnormal force was noted during advancement and retrieval over the horn. The ancillary devices used showed no damage after the procedure. The physician has used the outback ¿for a long time and uses it when needed.¿ one non-sterile outback was received coiled inside a plastic bag. There were blood residues observed in the catheter. The cannula was received fully retracted. The body shaft was separated at 2.5 cm from distal tip end. The body shaft and piece of distal shaft were received joined by the coil. The separation showed elongation. The device is not functionally usable. The gw used was returned. The cannula could not be measured due to separation in the piece of distal shaft. No other anomalies were observed in the returned device. Insertion withdrawal test requires per dp 12155500 rev.1 could not be performed since the piece of distal shaft was separated and the device was not functionally usable. Sem analysis was performed to identify the cause of body separation. The body external surface presented evidence of elongation and scratching at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked. The IFU includes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the events reported. The failures cto catheter system resistance/friction-outer body and cto catheter system tracking reported by the customer could not be confirmed since functional analysis could not be performed due to device was received not functionally usable. The failure cto catheter system -fractured-in patient was confirmed since the fracture/separation was observed in the body shaft ; the exact cause of body shaft separation could not be determined, however the body external surface presented evidence of elongation and scratching at the surroundings of the separation. Based on the information available for review, the patient¿s anatomy (bifurcation was calcified and there was steep angle with iliac stenosis) and procedural factors are most likely contributing factors to the tracking difficulty and resistance friction experienced resulting in elongation of the shaft to the point of separation. Neither the product analysis or sem analysis suggest that the failures reported could be related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
It was reported that, as an outback cto catheter came back over the iliac bifurcation to be removed, there was resistance noted. As it was pulled through, there was a separation at the distal end of the device; however, it remained connected from the braiding. Device and wire were removed from sheath. The procedure was completed using ipsilateral access with successful cto re-entry to distal sfa with stenting, utilizing an outback. There was no patient injury reported. The device will be returned for evaluation. The vessel was known to be heavily calcified and visualized through fluoroscopy. A 6frx45cm terumo destination sheath was placed in left femoral artery and up and over into right iliac artery. Steep iliac bifurcation was noted. An abbott prowater 300cm 0.014 wire was put in body and went down to distal right superficial femoral artery (sfa). Outback inserted into sheath and went up and around with push. Placed in distal sfa but better wire position was needed to deploy needle so the outback removed. As outback came back over iliac bifurcation through sheath, there was resistance. As it was pulled through, there was a separation at the distal end of the outback; however, it remained connected from the braiding. The target lesion was the superficial femoral artery (sfa). The patient¿s ischemic disease burden was a category 6, according to rutherford classification. Ipsilateral and contralateral approaches were used, starting with contralateral and moving to ipsilateral when initial outback was unsuccessful. The access site was calcified. The bifurcation was calcified and there was steep angle with iliac stenosis. The outback was prepped according to IFU instructions. During prep, the cannula/needle actuated smoothly. The ancillary devices used showed no damage after the procedure. There was difficulty placing the contralateral sheath into position secondary to the access site/bifurcation characteristics.

Manufacturer narrative:
There was no difficulty advancing the outback over the guidewire. There was difficulty advancing the outback over the iliac bifurcation. Abnormal force was required during the procedure. The force was not in axial movement or torquing of the outback. The abnormal force was noted during advancement and retrieval over the horn. The application of the force coincided with advancing and withdrawing the device. The physician has used the outback ¿for a long time and uses it when needed.¿ this device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant devices: 6frx45cm terumo destination sheath, abbott prowater 300cm 0.014 wire the gender of the patient is unknown.

Manufacturer narrative:
Complaint conclusion: during use of an outback cto catheter, during withdrawal of the device over the iliac bifurcation to be removed, there was resistance noted and the distal tip fractured. The distal tip remained connected from the braiding and did not separate. The device and wire were removed from the sheath together. There was no patient injury reported. The procedure was successfully completed using ipsilateral access with successful cto re-entry to distal sfa with stenting, utilizing another outback device. The target lesion was the superficial femoral artery (sfa). The patient¿s ischemic disease burden was a category 6, according to rutherford classification. The access site was calcified. The bifurcation was calcified and there was steep angle with iliac stenosis. A 6frx45cm terumo destination sheath was placed in left femoral artery using contralateral approach was inserted up and over into right iliac artery. There was difficulty placing the contralateral sheath into position secondary to the access site/bifurcation characteristics. An abbott prowater 300cm 0.014 wire was inserted down to the distal right superficial femoral artery (sfa). The outback cto catheter was inserted into the sheath and went up and around the iliac bifurcation with push. There was no difficulty advancing the outback over the guidewire. There was difficulty advancing the outback over the iliac bifurcation. It was positioned in the distal sfa but better wire position was needed to deploy needle so outback was removed. As outback came back over iliac bifurcation through the sheath, there was resistance noted and the distal tip fractured. The distal tip remained connected from the braiding. The outback was prepped according to IFU instructions. During prep, the cannula/needle actuated smoothly. The reporter indicated that abnormal force was required during the procedure. The abnormal force was noted during advancement and retrieval over the horn. The ancillary devices used showed no damage after the procedure. The physician has used the outback ¿for a long time and uses it when needed.¿ the product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked. The IFU includes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the events reported. Without the product available for evaluation, the failure catheter tip/distal tip fractured/in patient reported by the customer could not be confirmed. Based on the information available for review, the patient¿s anatomy (calcified vessel, steep angle in bifurcation) and procedural factors (abnormal force) are most likely contributing factors to the tracking difficulty reported and resistance friction going over the horn resulting in the cracked distal tip. Neither the DHR review results nor the information provided suggests that the failure experienced could be related to the manufacturing process. However, a risk assessment and a thorough investigation was conducted which determined that there is no manufacturing related cause related to crack/separation of the distal tip. Notification to customers of post market surveillance data for this failure has been initiated as well as recommendation to adhere to procedural steps and observation of precautions outlined in the product¿s IFU. No additional actions will be taken at this time.